Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was autoreducing. It was noted the issue only occurred on the patient's s1 lead. High impedances were observed on the s1 lead. The patient was reprogrammed, but the issue persisted. As a result, the patient may undergo surgical intervention to address the issue.